Manufacturer narrative:
A partial lead with the distal end measuring 39.9cm was returned for analysis. Internal insulation abrasion under the svc shock coil was noted at 8.6-8.7cm from the distal end of the svc coil. The condition of the etfe coating could not be determined.

Event description:
It was reported that the patient received inappropriate atp therapy. During generator change-out due to normal eri, externalized conductors were observed. The lead was explanted and replaced. The procedure went well and the patient is recovering nicely.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.